Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (code 102) was confirmed. Upon eval, charge profile faults were seen, causing the svc code 102. The computer/analog board on the monitor had a defective switching regulator component, u1. The root cause of the defective u1 cannot be positively determined, but is likely due to a random component failure. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A (B)(6), male, pt's son, called in to zoll lifecor customer support to report that he had an alarm to call for svc and code 102 on his monitor. Support issued the pt a replacement monitor.